Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act, esc and down arrow buttons were not responding. Customer's blood glucose was 137 mg/dl. Customer reported that insulin pump was exposed to moisture from working in the garden. Customer reported that insulin pump had a small crack near battey compartment. Customer also reported that insulin pump had the look of moisture near the motor. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.